Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities.¿ as a result of the investigation, it was determined that the reported event was caused by excessive external force applied to the device, possibly through daily use or reprocessing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that the pink rubber on the probe unit had a deep cut in it, which can lead to a loss of image in the display. Additionally, the distal sheath was dry, and the ultrasound image possessed a broken element. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the ultrasonic gastrovideoscope presented an error message and no image while in use. There was no patient harm or consequence reported as a result of this event.